Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during preparation prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during preparation prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.